Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The heel switch on the footswitch was replaced. The system was tested and found to meet product specification. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on 02/20/2014. Based on qa assessment, the product met specifications at the time of release. The heel-switch was received for evaluation. An assessment of the returned sample found that the heel-switch was difficult to depress and would get stuck. The sample was opened for inspection, and it was found that there was saline solution ingress inside the heel-switch. However, how and when the saline solution got into the heel-switch cannot be determined conclusively. The system was found to meet specifications. The root cause of the reported event can be attributed to saline solution ingress into heel-switch. However, how and when the saline solution got into the heel-switch cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported experiencing poor response of the left heel on the footswitch during a procedure. The case was completed. There was no harm to the patient. Additional information has been requested.